Event description:
The bronchovideoscope was returned to the service center with a report of has a leak in the handle. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, melted plastic distal end cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: environmental temperature problem; cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.